Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion. Data analysis confirmed the device exhibited an increased power consumption and recommended device replacement. This device remains in service. No adverse patient effects were reported.